Event description:
The pt reported that on 3 separate occasion she experienced her infusion set tubing separating at the luer lock. She stated that the most recent event occurred in 1007. She reported that she was not felling well (short of breath, expremely thirsty and nauseous) and examined her infusion set tubing and noticed it had separated. She disconnected from her site and tested her blood glucose and the valve was 514 mg/dl. She reported that her brother, who is a physician, administered 10 units of lantis and 10 unts of humalog. She reported that her blood glucose returned to normal, but the following morning she "bottomed out" when her blood glucose measured 29 mg/dl. She stated that her son helped her drink orange juice until her blood glucose values returned to normal. The pt stated that she discarded the affected product; therefore, no product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.